Event description:
Boston scientific crm received info that following a new implant procedure, loss of ventricular capture was noted at 3.5v. The physician elected to explant both the right ventricular lead and the pacemaker. Also, the atrial lead was found to have dislodged with the new right ventricular lead implant. Issues with atrial sensing were also noted. The original device and leads will be returned to boston scientific crm. No adverse pt effects were reported. The atrial lead has not been returned. Should additional info become available, or should the atrial lead be returned, this event would be updated. The date of explant was not made available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.